Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Upon analysis of the photos the indicated failure mode of overfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 5351037, 6023780 and 6027801, for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 6 tubes overfilled. There was no health impact or consequences reported.